Event description:
It was reported during a therapeutic ureter resection procedure, the ceramic tip of the resection sheath fell inside the patient's bladder. The ceramic tip was retrieved successfully. The procedure was completed with the same device. There were no reports of patient harm.